Event description:
Per doctor, the implant was removed due to osseointegration failure within 1 year, approximately 6 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. No significant findings were observed during the implant removal surgery. Bone augmentation material was not used on implant placement surgery. The patient has insufficient bone.